Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2026 the caregiver reported that on (B)(6) 2026 the user was transported to the hospital by a caregiver where the user was diagnosed in a seizure condition and treated with unknown treatment and discharged on unknown date. No long-term health effects were reported.